Manufacturer narrative:
Product event summary: three batteries (bat806201, bat806206, bat806202) were returned for evaluation. A review of the manufacturing documentation confirmed that the battery bat806201 met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the log files could not be conducted since log files were not available for analysis. Failure analysis of the returned devices revealed that the batteries bat806206 and bat806202 passed visual inspection and functional testing. Failure analysis of the battery bat806201 revealed that the battery passed visual inspection. Functional testing revealed that one of the cell pairs was not able to hold charge as expected. Internal visual inspection of bat806201 did not reveal any abnormalities however, it is possible that a faulty weld connection can cause a cell pair to fall below the voltage threshold. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty weld. Additional products: d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67; d4: serial#: (B)(6); h3: yes; h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 31-jul-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 25-oct-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: yes, return date: 31-jul-2019. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 25-oct-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were discharging too fast. The batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the three batteries (bat806201, bat806206, bat806202) were returned for evaluation. A review of the m anufacturing documentation confirmed that the battery bat806201 met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the controller log files could not be conducted since log files were not available for analysis. Failure analysis of the returned devices revealed that the batteries bat806206 and bat806202 passed visual inspection and functional testing. Failure analysis of the battery bat806201 revealed that the battery passed visual inspection. Functional testing revealed that one of the cell pairs was not able to hold charge as expected. Internal visual inspection of bat806201 did not reveal any abnormalities however, it is possible that an internal short circuit of a cell pair can cause a cell pair to fall below the voltage threshold. As a result, the reported event was confirmed. The most likely root cause of the reported not charging event involving bat806201 can be attributed to an internal short circuit of a cell pair. Scapa pr00578558 is investigating this issue. Additional products: h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.